Event description:
It was reported that the patient was sent to the emergency room on (B)(6) 2021 and reported cardiac arrest the patient had ventricular arrhythmia and underwent CPR. The patient had the history of ventricular tachycardia before. The heartmate 3 was implanted and used on the patient heart due to end stage heart failure on (B)(6) 2020. The patient had a history it was reported that the patient passed away. The log file review displayed low power advisories on (B)(6) 2021 due to normal battery depletion. The events were followed by no external power alarms on (B)(6) 2021 due to depleted batteries when the controller operated on the emergency backup battery (ebb). The controller recorded power cable disconnect, low flow, no external power and pump off alarms on (B)(6) 2021 due to the controller's depleted ebb. The event log recorded a complete loss of power to the controller causing a controller clock reset on (B)(6) 2021. The controller was reconnected to the power module towards the end of the log file. It was unable to be determined the date/time the controller was reconnected to the power module due to the controller clock reset / complete loss of power to the controller. It was communicated that the caregiver never heard an audible alarm. Related manufacturer report number of controller: 2916596-2021-07875.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the cause of the cardiac arrest was determined to be ventricular arrhythmia. The ventricular tachycardia was present prior to the left ventricular assist device (lvad) implantation. The patient had an implantable cardioverter defibrillator (ICD) implanted before lvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed a pump stop which appeared to be consistent with full depletion of the external and backup batteries. In addition, the analysis of the log files also confirmed low flow alarms after power was restored to the system; however, the cause for the low flow alarms could not conclusively be established through this evaluation. Lastly, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2021. This data range was followed by another 60 events dated (B)(6) 2000. The inaccurate date was consistent with a total loss of power to the system controller and reset of the timestamp to the default (B)(6) 2000, per design, and corresponded with clock invalid controller fault flags and controller clock corrupt alarms. The log file captured the system consistently operating on battery power. A low power advisory alarm became active on (B)(6) 2021 at 22:54:01, due to the patient using the 14v li-ion batteries below the advisory voltage threshold. The alarm progressed into a low power hazard alarm by 23:59:28, when the batteries fell below the hazard voltage threshold. A no external power alarm then activated on (B)(6) 2021 at 0:16:36 due to both the 14v li-ion batteries becoming completely depleted. At this time, the 11v backup battery supplied power to the system and pump function was not affected; however, the backup battery ultimately depleted, resulting in a pump stop at 02:03:17. Following the last known timestamp of (B)(6) 2021 at 02:06:50, a controller reset was captured. This corresponded with the date and time being reset to the default timestamp of (B)(6) 2000 0:00:000, indicating a complete loss of power to the system controller. The amount of time the patient¿s pump was off could not be determined through this evaluation. The system controller was ultimately reconnected to the power module and the pump regained its speed without issue; however, low flow alarms were observed for the remainder of the file, until the driveline was disconnected, and the controller was shut down. The pump appeared to function as intended at the set speed before all power was depleted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jun2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 provides an explanation of all pump parameters. Section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. The number of green bars means power remaining. The more green bars mean the more power remaining. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 - switching power sources: this section explains how to switch from battery power to the power module and mpu. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. The IFU explains that changes in patient conditions can result in low flow. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 6 - preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook was also available at the time of implant. This patient handbook contains the same warnings and steps that the patient should take when preparing for sleep. The alarms and troubleshooting section of the patient handbook details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. Section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.